Event description:
After connecting the tubing from lot number a2500213, the bbraun machines alarmed that air was detected. Upon inspection, staff noticed air bubbles in the arterial lines and a large amount of air accumulated in the venous chamber. Because the female adaptors on the tubing are different, they are not connecting properly to the male adaptor of the dialysis needles as well as the venous and arterial lumen of catheters. This resulted in air being pulled into the arterial line and thankfully being caught by our venous chamber and alarming staff that there was air accumulating when there shouldn¿t be any. This happened on multiple patients. Staff had to cinch down the blue and red adaptors to decrease the draw of air into the line to the point they were getting blisters on their fingers. Purchasing manager was notified that the batch of tubing we received was defective and we immediately pulled them from service. When she re-ordered replacements, the company sent the exact same lot.